Event description:
It was reported that during a procedure, as the physician was pulling back on the deployment system, "a lot" of tension was felt. Fluoroscopy indicated that the stent deployed, but moved due to the tension and was placed a "little low". The physician placed a second stent. Post procedure, the pt was "good", however, the pt expired due to "other complications" in 2008.